Event description:
It was reported the customer had a motor error alarm on their insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, and prime tests. The device was stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and it passed, it may have had an intermittent failure that was not detected during testing. The device had cracked reservoir tube lip.